Event description:
Enduser states they received noticed it being uneven. The rollator will wobble going forward, cannot go backward at all and the left back wheel appears to be rubbing on the breaker.